Event description:
Clinical Narrative:Impella 5.5 was inserted via right axillary artery surgical access site in a 69-year-old male patient presenting with Acute Myocardial Infarction and Cardiogenic Shock. The patient¿s comorbidities were known coronary artery disease and renal insufficiency. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage E. Prior to the Impella delivery the patient was supported by primary support device Extra Corporeal Membrane Oxygenation (ECMO), inotropes, vasopressors, and respiratory support. The Impella 5.5 would vent the ventricle for the ECMO.On the day of implant a hematoma developed at the access site. The hematomas was treated successfully with manual pressure and a pressure dressing. No further intervention was deemed necessary. The patient was on anticoagulation at the time of the hematoma development which may have contributed to the bleed at the surgical site.On the following day ((b)(6)2026) there were concerns of hemolysis due change in urine color. Of note, when hemolysis was diagnosed the patient's Central Venous Pressure (CVP) had risen from a baseline of 8 mm of mercury(Hg) on (b)(6)2026 to 15 mmHg on (b)(6)2026 and the highest level of 18 mmHg was on (b)(6)2026.While on support the the device functioned as expected, Performance Level P-5 with 3.7L/min flow with 5% Dextrose in water with sodium bicarbonate in the purge solution.On day 4 of the support ((b)(6)2026) the pump was successfully weaned and explanted.The hemolysis is most likely contributed to the fact that the patient was being supported by multiple mechanical circulatory support devices which has an increased risk of shear stress on the red blood cells.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.